Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had loss of stimulation coverage on his right side. The physician initially planned to do lead revision but decided to perform a trial lead placement on (B)(6) 2013 above the existing lead to avoid a laminectomy.